Event description:
It was reported that patient was revised on a left hip due to pseudotumor.

Manufacturer narrative:
The catalog number, lot code and name of the stem were not provided. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.